Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having shortness of breath, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having shortness of breath, cough. There was no patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - there is no sign of contamination in device and confirmed the presence of degraded sound abatement foam residue. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error e-53 (err_comp_log_sem_timeout) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of degraded sound abatement foam residue.